Event description:
The pt required surgical intervention eight days after implant, because the physician observed a loss of pacing. Upon surgical intervention, it was found that the distal pin setscrew was loose. The setscrew was tightened and the pacemaker resumed normal functioning. The pacing system remains implanted.